Event description:
The facility representative reported a flo-gard infusion pump in which the "equipment cannot turn on". It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump in which the "equipment cannot turn on" was confirmed as alarm f-73 and repaired by baxter service personnel onsite at the customer facility. The cause was determined to be a loose motor coupling. The motor coupling was tightened to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.